Manufacturer narrative:
Event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02898. It was reported that the patient had high impedances on one electrode and was unable to set the ipg to MRI mode. As a result, the lead was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively. It is unknown which lead was having the issue, so both are being reported.